Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history review, and field data review. Return testing was not completed as returns were not available. Data and information provided were reviewed and support the complaint issue without indication for any additional issue. Ticket search by lot indicates the reagent lot performs as expected. Ticket trending review did not identify any issues or trends. Device history record review did not identify any non-conformances or deviations associated with the complaint lot. Historical performance was reviewed using data gathered from customers worldwide. Review shows the patient median results for the complaint lot are found to be within established limits and comparable to other lots in the field, confirming no systemic issue. Labeling was reviewed and found to adequately address the complaint issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lots 40057ud00 was identified.

Manufacturer narrative:
Complete information for patient information, patient identifier: sid(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on one 50yrs old male patient. The results provided were: on (B)(6) 2022 sid (B)(6), initial=34.9 pg/ml /redrawn and repeated=0.2 pg/ml /redrawn and repeated=0.1 pg/ml the customer did not provide reference range for troponin-I. The package insert cutoff for troponin=26.2 pg/ml. There was no reported impact to patient management.